Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all the pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient was implanted with gore® tag® conformable thoracic stent graft with active control system (tgm262110) to treat traumatic transection, ich and visceral (aortic) rupture resulting in pulmonary hemorrhage caused by a car accident. An emergency surgery was performed with tgm262110 to land on zone 2 with subclavian artery chimney. The procedure process was as below: 1. Alignment marker was positioned toward the greater curve, rotate and pull gray primary deployment handle to intermediate diameter. 2: rotated the angulation control dial clockwise until the proximal angulation was optimized. 3: rotated and pulled gray secondary deployment handle to full diameter and again rotated angulation control dial clockwise until angulation was optimized. 4: rotated and pulled red lockwire handle. 5: removed the angulation assembly handle. 6: withdrew catheter under fluoroscopy. Difficulty was encountered when withdrawing catheter. It was found proximal stent apex being lodged within the delivery catheter leading olive. The proximal stent apex would be retracted by the leading olive when withdrawing the catheter. By multiple attempts to advance and withdraw, the delivery catheter couldn't be moved. Then, ballooning techniques was utilized to move the leading olive from the stent graft by pushing and pulling (the patient underwent CPR for low blood pressure during the process). However, ballooning didn't work. A snare from contralateral femoral artery access was utilized. Finally, the delivery system was removed. Due to the above manipulations, the stent graft was migrated back. Another stent graft in the proximal was implanted and completed the procedure. The patient tolerated the procedure. The physician did not feel any difficulty during the process of deployment of stent, and the stent graft was deployed smoothly. All the deployment lines/wire were removed smoothly. The patient's physical condition was poor preoperative. He presented or spo2 60% and hemothorax after procedure. The patient expired after the procedure on (B)(6) 2024.

Manufacturer narrative:
Update d9. H6: c19 - the imaging evaluation performed by a clinical imaging specialist showed the following: ten jpeg images submitted for evaluation and 4-movie clips. No name, dates, or demographics on the images. Pre-captured jpeg images at the site show: image #1 appears to show the alignment marker is positioned toward the greater curve. Image #2 appears to show the rotated alignment marker in a more optimal position. Images 3 & 4 show possible ballooning from the left subclavian artery (lsa). Images 5 & 6 show the snaring technique being utilized from femoral access. Image #7 continues to show snaring. Image #8 shows at least one delivery catheter marker in the sheath. Image #9 shows ballooning within the gore® tag® conformable thoracic stent graft with active control system. Image #10 shows the delivery catheter has been removed. Movie #1 shows: a thoracic device is deployed in the distal aortic arch and the proximal dta. The alignment marker on the delivery catheter is observed in the ascending thoracic aorta being withdrawn toward the proximal end of the implanted device. There is resistance when the alignment marker is at the proximal end of the implanted device. The delivery catheter cannot be pulled through the implanted device. The alignment marker is advanced toward the ascending thoracic aorta again. The marker on the catheter appears to be advancing and withdrawing. Movie #2 shows: the same resistance when attempting to withdraw the catheter is observed again. Movies 3 & 4 are sagittal and coronal imaging series with diameter measurements, which cannot be confirmed without cta dicom imaging. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: damage was observed to the curved olive that indicated that a proximal apex was wedged between the olive and delivery catheter. A wedged apex can prevent the catheter from disengaging from the device post-deployment. The findings of the evaluation are consistent with the reported event description that a proximal apex was caught on the delivery catheter, which likely prevented the catheter from being removed following deployment. Based on the evaluation, the cause of the proximal apex being wedged between the catheter and olive is considered attributable to the manufacturing process.